Event description:
Per the clinic, the patient experienced loss of connection to the internal device subsequent to sustaining a head trauma (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 11, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 30, 2022.